Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the tip of the impactor fractured. The patient did not retain any foreign particle from the fractured device. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6 (health impact) updated.

Event description:
It was further reported that the tip of the impactor was fractured during a cleaning or sterilization process. Attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 - lot # is unknown. The following sections were updated: b4, b5, g3, g6, h2, h11. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; b1; b5; d2a; d2b; d4; e1; g1; g3; h1; h3; h6 the following sections were updated: h6; h11 complaint can be confirmed through the provided photo. Visual examination of the provided photo identified the pad fractured. The photo is not close up enough for fracture analysis. The device history record was not reviewed due to lot identification was not provided. Root cause has been identified as use error. Per product design, the pad is attached to the handle with medical grade epoxy and is not designed to be removed as it is approved for effective cleaning and sterilization in its assembled form. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.